Manufacturer narrative:
Manufacturing records indicated the device met all pre-release specifications. The device itself was not accessible for testing. The following IFU statement is applicable to the event as reported: ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath.¿

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient presented with common iliac stenosis and underwent treatment utilizing a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device. During the procedure, the physician advanced the vbx device past the end of an 8 fr sheath in an attempt to reposition the sheath. The physician then attempted to withdraw the vbx device back through the sheath, at which point the undeployed stent dislodged from the delivery catheter. A second vbx device was then successfully deployed over the dislodged stent, reportedly also covering the intended lesion. The patient tolerated the procedure